Event description:
During preventive maintenance, the pressure pcb for the cardioplegia monitoring module would not calibrate. The pcb was replaced and then everything else checked out satisfactorily. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.